Event description:
An ocd employee splashed calibrator for anti-hbc reagent into their eyes while pipetting calibrator into cups. The fluid contains human plasma. There was no imimediate harm to the subject as a result of this event.

Manufacturer narrative:
Investigation summary: the following statement appears in the warnings and precautions of the IFU for vitros ahbc calibrators: "warning: potentially infectious material. Treat as if capable of transmitting infection. Handling of samples and assay components, their use, storage and solid and liquid waste disposal should be done at biological safety level 2 and in accordance with the procedures defined by the appropriate national biohazard safety guideline or regulation (e.g. Nccls guideline m29). The vitros ahbc calibrator contains anti-hbc negative human plasma obtained from donors who were tested individually and found to be negative for hepatitis b surface antigen, and for antibodies to hiv 1+2 and hcv using FDA approved methods (enzyme immunoassays). Care should be taken when handling material of human origin. No test method can offer complete assurance that hepatitis b virus, hiv 1+2 or other infectious agents are absent." No treatment has been initiated. Proper personal protective equipment was not being worn at the time of the event. The cause of the event was user error.